Event description:
It was reported that the control panel was not connected to the arctic sun device and there was an inaccurate water temperature measurement. (Isolation circuit card problem). Per wo review on 07feb2023, there was no patient involvement. Symptoms were detected during the equipment inspection. Per follow-up information received on 13fe2023, there was a connection issue with control panel. Repaired the device in the field. Replaced the control panel.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a duplicate of an event previously reported. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the control panel was not connected to the arctic sun device and there was an inaccurate water temperature measurement. (Isolation circuit card problem). Per wo review on 07feb2023, there was no patient involvement. Symptoms were detected during the equipment inspection.